Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis manifested by nausea and vomiting. The patient was not hospitalized for the event of peritonitis. On an unreported date, the patient began treatment with unspecified antibiotics (doses, frequencies and routes not reported). On an unreported date, the patient was retrained in aseptic technique. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal therapy was ongoing.